Manufacturer narrative:
Physio-control performed further testing and was unable to duplicate or verify the reported failure. Physio reseated the internal connections to the screen and front portion of the case, updated the device software, and then observed proper device operation through functional and performance testing. The device will be returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that following a boot-up cycle the display was white and no characters could be seen on the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.